Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the device was leaking from the cartridge during a supply change. It was noted that the user had connected the cartridge to the adaptor before inserting it into the device. Blood glucose was not impacted by the event.